Event description:
Us FDA reporting: it was reported that the patient received inappropriate therapy. It was also reported that the implantable cardioverter defibrillator did not withhold therapy for t-wave oversensing (twos). It was also reported that the left ventricular (lv) lead dislodged. Additional information was attempted to be obtained regarding any possible intervention, however, it was not available. The lv lead and the ICD remain in use. No further patient complications have been reported as a result of this event. 2013 (B)(4): it was later reported that the patient also experienced diaphragmatic stimulation and that the lv lead had a sudden increase in threshold and high threshold. The lv lead was replaced.

Manufacturer narrative:
It was also reported that the left ventricular (lv) lead dislodged. It was later reported that the patient also experienced diaphragmatic stimulation and that the lv had a sudden increase in threshold and high threshold. The lv lead was replaced. No further patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
Additional information: it was also reported that the lead did not pace properly. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. Additional information was attempted to be obtained regarding any possible intervention, however, it was not available. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 0181 competitor implantable tachy lead (B)(6) 2012; 4471 competitor implantable pacing lead (B)(6) 2012. (B)(4).